Event description:
A pt with glioblastoma multiforme status post right frontal craniotomy 2003, brachytherapy with the device for a week, and external beam radiation for thirteen and half months. Subject began experiencing urinary incontintence and gait instabiity in 2004 per family. Pt was brought to the e.r. In 2004 after increased lethargy. Head CT revealed hydrocephalus. The pt had vp shunt placed.